Event description:
Dealer advised left side frame in the back by the wheel is cracked. Dealer advised both crossbraces have play causing the wheels to camber. Dealer could not provide any further information.